Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the tip part of the obturator broken. The broke pieces were retrieved laparoscopically. No pt injury was reported.